Event description:
Initial icg result <5.0 (0.963) mlu/ml. Same sample repeated gave results of 41180 and 41561 mlu/ml. The initial result was reported. No information provided to determine if results were used to guide therapy. The field service representative was unable to determine cause.